Event description:
It was reported that the pump was removed. It was returned to the manufacturer for disposal only. It was later reported that, on (B)(6) 2013, the pump was replaced and a revision surgery was done to change the position of the pump to make it easier to fill; they wanted the pump to be ¿less deep¿. The medications at the time of the report were not reported. However, at the time of the report, the device system was used to deliver bupivacaine, baclofen and morphine.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), product type: (B)(4).